Event description:
It was reported a patient's right ventricular lead presented with oversensing noise that led to pacing inhibition. Intervention discussed but no changes were reported. The patient was stable.